Manufacturer narrative:
Complaint confirmed. Visual evaluation revealed that the bio-composite screw and the peek eyelet were not returned. Only swivelock driver was returned. Complainant's event is most likely caused by improper bone preparation.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a mpfl - patella stabilisation. The screw broke at the first turn. The remaining part still lies in the soft tissue and could not be recovered. A swivelock 3.5 was used again. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Updated information obtained (B)(6) 2018: the fragment was not retrieved, it is located in the soft tissue area of the quadriceps tendon and can not move. No x-ray is available. According to the doctor no impairment or consequential damages is foreseeable.